Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages, service code 204) has been confirmed. Upon investigation, the electrode belt failed a te recognition test. A solder joint in the distribution node (dn) was broken. The root cause for broken solder joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was causing "check therapy pad" messages and a service code 204 (belt unusable).